Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the proximal lad with mild tortuosity, mild calcification, and concentric with 90% stenosis. Dilatation was performed with another company's 2.0 x 15mm balloon, and then replaced with the 3.5 x 12 mm voyager. The first inflation of the voyager was applied at 10 atm for 30 seconds; however, the balloon ruptured during the second inflation when attempting to pressurize to 10 atm again. The procedure was completed using another company's 3.5 x 15 mm balloon. No additional event or pt info is available.

Manufacturer narrative:
The catheter was not returned; therefore, the reported balloon rupture could not be confirmed there was no report of any leaks noted during product preparation, which suggests that the balloon was not damaged prior to use. The reported lesion characteristics may have contributed to the difficulties experienced. To ensure this type of damage is not a result of a potential mfg related deficiency, all dilatation catheters are 100% visually inspected and leak tested during the mfg process. A sampling of units is also destructively tested to verify rbp and balloon integrity. In this instance, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.